Event description:
It was reported that the patient had been hospitalized due to an issue with their pod. The patient did not provide any other information. The patient could not be reached after three good faith effort attempts.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.